Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the emergency room, noise was observed on the pace/sense vector. The recent remote transmission revealed noise that led to inappropriate vf detection and charging in which therapy was aborted. Noise was reproducible with arm movements and confirmed by a remote transmission. It is unknown if the patient falling down was a result of lead noise. The lead was capped and replaced. No further information is available.